Event description:
#Medwatcher #(B)(4) I was implanted in (B)(6) 2008, barely six weeks after my son was born, I was convinced this was the best option and never tested for a nickel allergy. From day one I experienced dysfunctional bleeding, no sex drive, pain in my joints, hair loss, severe pelvic pain, bleeding during/after sex, painful sex, I had my hsg in (B)(6) 2011 and was told everything was okay, I had my gallbladder removed in (B)(6) 2011, numerous ER visits, ovarian cysts, hysterectomy in (B)(6) 2014, diagnosed after surgery with chronic cervicitis, my right coil migrated and punctured my fallopian tube, they also removed an ovarian cyst during my hysterectomy, I still suffer from chronic pain everyday. I am in the process of finding out why I suffer from so much pain.

Event description:
(B)(4). I have been to a rheumatologist and I have been put on cymbalta. She is leaning towards a diagnosis of fibromyalgia, but we are still in the blood work/trial and error stage. I am also currently taking b12 and prescription vitamin d ((B)(6) units a week).